Event description:
It was reported the customer experienced a "high" blood glucose (bg) value; specific bg value was not provided. Reportedly, customer alleged the cause of the elevated bg was due to "miscalculating a bolus". Customer delivered a correction bolus via the pump to address elevated bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.